Event description:
During a reprocessing in-service at the facility, it was reported that a patient had tested positive for tb mycobacterial bacteremia. The duodenovideoscope used during this patient¿s ercp procedure was cultured and tested negative for the bacteria. Additionally, the client submitted a water sample from the oer-elite for testing to rule out any potential reprocessing-related concerns. The results of the water test have not yet been received. No additional information was obtained from the customer.